Manufacturer narrative:
Date of event: estimate as (B)(6) 2015 as it was reported that the event occurred approximately 3 weeks prior to the reported call. Investigation is pending.

Event description:
On (B)(6) 2015, a phone call was received from a staff member at a medical center reporting variances between the inratio inr results and the laboratory inr results which were seen in a few patients. The staff member was only able to provide results for one patient which occurred approximately 3 weeks prior to the call (exact date unknown). Results are as follows: inratio inr: 3.6, laboratory inr: 1.36, time between testing: few minutes. Therapeutic range: 2.0 - 3.0. Due to the inratio inr result of 3.6, the patient's coumadin was held for the day. The follow day, the laboratory inr result of 1.36 was received and the patient's coumadin was resumed. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. A review of the in-house testing history for strip lot 369159a was performed. In-house strip testing on the reported strip lot met accuracy criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.